Manufacturer narrative:
Postal code: (B)(6). The reported events seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Explanting physician reported seroma late and capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted. This record relates to the left side.